Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, tilt, vena cava perforation, pain, swelling in legs'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain, swelling in legs is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: migration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received. Product is manufactured, inspected and packaged by (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient alleges migration. (B)(6) 2019, CT: an ivc filter is identified to be below the level of the renal veins. There is tilting of the apex of the ivc filter. There is abutment of a strut into the small bowel and additional strut penetrate ivc and extend into the perivertebral sympathetics, lymphatic, perivertebral vessels."

Manufacturer narrative:
(B)(4).. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/08/2017 as follows: patient received an implant on (B)(6) 2010 via the right common femoral vein due to deep vein thrombosis and prophylaxis for gastric bypass surgery. Patient is alleging device tilt, vena cava perforation, pain and swelling in legs due to the device.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
The plaintiff allegedly received a gunther tulip implant on (B)(6) 2010 via the common femoral vein due to bariatric surgery. Plaintiff is alleging device tilt, vena cava perforation, and pain and swelling in legs.